Event description:
It was reported that the customer had high blood glucose levels of more than 600 mg/dl. The customer reported going into diabetes ketoacidosis. The customer reported removing the infusion set of the insulin pump and found that the cannula was bent. The customer reported that the bent cannula on the infusion set has been recurring. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).